Event description:
On 07/20/97 device passed daily check out, device was used same day on a call. Customer alleges device did not display any data, the screen was blue. A second device was connected to pt without incident. Site bio-med could not duplicate reported condition, device was put back in service on 08/04/97. On 08/06/97, the same user had a repeat malfunction. Pt was transported without incident. Device was returned to MFR for evaluation. Service representative duplicated reported condition. Device was repaired and proper operation was confirmed.